Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock needed new components added to replaced worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause: complaint confirmed via inspection of the unit. There was movement present in the lock and the index knob and lock required replacement of worn internal parts due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) had a loose locking mechanism. No information on patient involvement, injury, or surgical delay was received.